Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient had an unrelated surgery and did not put the ipg into surgery mode. As a result, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.